Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h10 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the product was used multiple times and fractured due to fatigue.

Event description:
It was further reported that the tip fractured.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided pictures identified the impactor pad is fractured. However, as the product was not returned, further analysis could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: (B)(6). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. H3 other text : unknown.

Event description:
It was seen from the given picture that the impactor has a fractured tip. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h11. The following section was corrected: d4 - primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.